Event description:
A customer contacted beckman coulter inc. (Bec) regarding an elevated troponin (accutni) result within the risk stratification range generated by the unicel dxc 600i synchron access clinical system for one patient. The laboratory policy is to repeat all patients with first time elevations. Upon repeat testing, the sample produced results within the normal reference range. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was serum that was centrifuged for 10 minutes at 3000g. The instrument was operating within the customer's qc specifications at the time of the event. System checks performed on (B)(6) 2011 met specifications. It is not indicated that service was dispatched for this event. Customer was to monitor for recurrence. There were no reports of further errors from this account.